Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device and right atrial (ra) lead exhibited noise, oversensing and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, the device showed a battery status of 8 months remaining 3 years 8 months post implant, which, was felt to be depleting faster than expected. Review of stored device memory noted that the device was programmed to high outputs in the right ventricle. Boston scientific technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
It was reported that this device was explanted and returned with no additional information. Available information indicates the ra lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information was received that the lead configuration was left programmed to unipolar pace and bipolar sense in the atrium and monitoring will be continued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.